Manufacturer narrative:
A company representative visited the site and evaluated the system for the reported event. No system issue was found that could contribute to the reported event. In this case, there were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an anterior capsule fissure during laser assisted cataract surgery. Surgery was completed manually.